Manufacturer narrative:
Section d references the main component of the system. Other relevant device(s) are: product ID: evolutfx-23; serial #: (B)(6); ubd: 2026-08-07; UDI: (B)(4). Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cavb did not remain present following the valve implant and resolved on its own the following day.

Event description:
It was reported that during the implant of a transcatheter bioprosthetic valve, after the first deployment attempt at a depth of 1 mm on the non-coronary cusp (ncc), the valve was recaptured into the delivery catheter system. Following the recapture, complete atrio-ventricular block occurred. The valve was then successfully implanted at a depth of 3 mm on the ncc.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2024. Product ID: l-evolutfx-2329 (lot: 0012289394); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.